Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sr. Clinical risk advisor. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient was received from cath lab with right radial statseal and tr band in situ. They received 13000u heparin during procedure. Policy followed and 3ml removed twenty minutes post sheath removal. One hour later, hematoma was noted. 3ml air reinserted and five minutes of pressure held. Twenty minutes later 3ml removed and one hour after removal second small hematoma noted. Five minutes of pressure held. The rest of the air was removed approximately thirty minutes later, and larger hematoma was noted forty-five minutes post. Five minutes of pressure was held and 5ml air reinserted. Cath lab nurse came up to assess. As site only forming hematoma post air releases, felt to be in appropriate position. They decided to leave in situ for thirty more minutes than released air 2ml at a time q30 minutes. No complications following. The amount of blood loss was unknown.